Manufacturer narrative:
Device is disposed.

Event description:
It was reported that during the treatment of the arteriovenous malformation (avm) aneurysm, while advancing the coil through the microcatheter (subject device), the coil prematurely detached in the microcatheter. The coil was removed with the microcatheter as a single unit. The physician completed the procedure and aneurysm was occluded. It was later (date unknown) reported that the patient re-bled and was in critical condition. However, patient did not require an extra neurovascular interventional procedure. The exact location of the bleeding is unknown to date. No further information is available.

Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. However, hemorrhage is a known risk associated with endovascular procedures and is listed as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
It was reported that during the treatment of the arteriovenous malformation (avm) aneurysm, while advancing the coil through the microcatheter(subject device), the coil prematurely detached in the microcatheter. The coil was removed with the microcatheter as a single unit. The physician completed the procedure and aneurysm was occluded. It was later (date unknown) reported that the patient re-bled and was in critical condition. However, patient did not require an extra neurovascular interventional procedure. The exact location of the bleeding is unknown to date. No further information is available.